Manufacturer narrative:
Vyaire file identification: (B)(4). Any additional information provided by the customer will be included in a follow up report. The customer reported that they will not return the defective pcb.

Event description:
The customer reported that the vela ventilator is alarming no cal data. When the event happened the device was not connected to a patient.